Manufacturer narrative:
The insulin pump was unable to prime during the prime test and prime alarm during the basic occlusion test due to protruded/loose drive support disk. The insulin pump had minor scratches on lcd window, cracked case near display window corner and missing end cap sticker.

Event description:
It was reported that the insulin pump alarmed, indicating a compromised force sensor system. The blood glucose reading was 9.0 mmol/l. The caller was advised to discontinue use of the insulin pump and have it replaced. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.